Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed and emitted clicking sounds. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer cleared the jam, restoring functionality. However, the sliding rails felt difficult to slide and appeared worn. To address this, a sliding rail was ordered in case a future replacement was needed. The engineer also checked the station¿s cable connections to ensure they were secure and cleaned out any debris found. The system functioned as intended after the field service engineer repaired the device.